Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 18 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient missed a follow-up visit and came back for the next visit when a 3.5 to 4 cm left common iliac artery aneurysm distal to the ipsilateral limb. There was no enlargement of the index procedure aneurysm. The physician elected to coil embolize the left hypogastric artery and then extended with an endurant limb and the common iliac artery aneurysm was excluded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (aneurysm enlargement). Conclusion: unknown cause of aneurysm enlargement.